Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophageal variceal hemostasis procedure to treat bleeding performed on (B)(6) 2026. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 4,2026. The clip was not able to lock on to tissue which is the second stage of deployment thus the clip would not deploy.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes) have been updated. Block h6 has been updated to code failure to engage target tissue deeming this a non-reportable scenario, due to additional information received on february 4, 2026.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophageal variceal hemostasis procedure to treat bleeding performed on (B)(6) 2026. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h11 has been corrected. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophageal variceal hemostasis procedure to treat bleeding performed on (B)(6) 2026. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.